Event description:
According to the reporter: the customer stated that upon inserting the battery into the handle, the blue indicator lights illuminated. The device also would not work before second fire. There was no patient harm due to these events. No reinforcement material was used. There was no tissue loss or tissue damage. There was no blood loss. Surgical time was not extended over 30 minutes. No patient information available.

Manufacturer narrative:
(B)(4).